Event description:
Tip of cope mandril guide wire became detached during biliary drainage procedure. A second right duct was then selectively cannulated and a new chiba needle was introduced and advanced centrally. Following placement of a neff introduction system, an angled guidewire was introduced and manipulated through the right ductal system to the region of the retained platinum wire. Over an approx 1 hour period, attempted to snare and remove the wire first with a 10mm in diameter microvenous snare in conjunction with an 018 guidewire. It appeared that the distal end of the wire extended into a small biliary radicle and therefore the snare could not be secured around this area. An attempt to advance alligator forceps to the region were unsuccessful. In an attempt to try to dislodge the distal end of the wire from this duct, first a 4 french fogarty catheter was introduced and inflated above the level of the wire and withdrawn, then a 3mm in diameter viper balloon was introduced to displace the wire but again unsuccessfully. Due to concerns of excess fluoro time and the difficult positioning of the wire, it was decided to proceed with the percutaneous drainage and discuss this further with gi and surgical services.